Manufacturer narrative:
Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: 170494, model/catalog description: st linear lead 70cm.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent a lead revision procedure. The patient was reportedly doing well postoperatively.